Manufacturer narrative:
H2: additional information: see d10 h3: 13 cadd cassette reservoirs were returned for evaluation. Some cassettes were in their original packaging and some were not. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were detected on the housing nor arch height in the most of the samples, only one piece had a pronounced arch upwards. The samples were set for accuracy testing using a pump legacy and a balance mettler toledo to look for unusual function. From the 13 samples received, only one sample from l/n 3675012 failed and confirmed the reported failure mode; which it is the sample with arch height pronounced. A review of the manufacturing process for p/n 21-7002-24 l/n 3957633 was conducted and no discrepancies were found. The most probable cause of the issue is that the arc height was not properly assembled.

Event description:
Information received a smith medical cadd-legacy 6400 pump of failing accuracy greater then 6%. The customer at (B)(6) hospital repeated the testing twice with new cassette and the range of error was between 10-14%. Event occured during testing and no patient involvement. Related complaints to same issue. The device had been initially repaired by smiths medical before this testing. Customer reached out (B)(4) technical support was advised of this inquiry via oracle service cloud on friday, (B)(6) 2019.

Event description:
Additional information was received that the lot number of the cassette is unknown and the cassette was tested on or before december 19th 2019.